Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's system was autoreducing due to high impedances on the cervical lead following a car accident. Surgical intervention may be pending to address the issue.